Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion was unable to be determined. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a small atrium. It was noted the transseptal equipment caused a pericardial effusion (pe). The physician decided to continue with the procedure and the steerable guide catheter (sgc) was inserted. However, after crossing the septum, the sgc worsened the pe. Therefore, surgical intervention was performed to treat the pe. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.